Event description:
Additional information was received. At the appointment on 2021-apr-23, the expected volume was 2.9 ml and the actual volume was 8 ml. They would keep monitoring for the next appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported it was planned to refill [the pump] on (B)(6) 2021. However, the patient heard the alarm from their pump two to three days prior to (B)(6) 2021. On (B)(6) 2021, the patient went to the hospital to check the pump status. After interrogating the pump, the log showed the low reservoir alarm occurred on (B)(6) 2021 and the empty reservoir alarm occurred on (B)(6) 2021. However, the physician could still aspirate 5 ml of drug from the reservoir port. The physician would wait to monitor at the next refill visit. The issue was not resolved. The patient status was alive - no injury. Surgical intervention did not occur nor was planned. There were no reported contributing factors. There were no reported symptoms. Further complications were not reported. Images of a session report were provided. The low reservoir alarm volume was 1.0 ml. The logs indicated the low reservoir alarm occurred on (B)(6) 2021 at 09:38 am and the empty reservoir alarm occurred on (B)(6) 2021 at 10:15 am. (Note: the above information was previously reported in regulatory report # 3004209178-2021-04609) additional information was received. It was unknown why the refill was scheduled for (B)(6) 2021. The next appointment would be on (B)(6) 2021.

Event description:
Additional information was received. The event was still not resolved. At the last follow-up the actual pump volume was 8.0 ml and the expected volume was 1.8 ml. It was indicated the patient could control their pain with the same dose. The hcp did not have plans to investigate the issue further.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (10 mg/ml at 9.788 mg/day) via an implantable pump for unknown indications for use. It was reported that at the refill on (B)(6) 2021 the expected volume was 2.0 ml but the actual volume was 10.0 ml. The hcp was concerned about the pump function and why the actual volume at this refill was higher than the average volume at previous refills. It was noted that the patient was refilled with 40 ml of morphine concentration 10 mg/ml every month on the day of the low reservoir alarm date for 5 months. Details for previous refills were provided as follows: date of refill: (B)(6) 2020, reservoir volume: 40 ml, dose: 9.788 mg/day, next low reservoir alarm date: (B)(6) 2020, next appointment date: (B)(6) 2020 , expect/actual vol.: 0.2/3.0 ml, date of refill: (B)(6) 2020, reservoir volume: 40 ml, dose: 9.788 mg/day, low reservoir alarm date: (B)(6) 2020, appointment date: (B)(6) 2020, expect/actual vol.: 2.9/6.0 ml, date of refill: (B)(6) 2020, reservoir volume: 40 ml, dose: 9.788 mg/day, low reservoir alarm date: (B)(6) 2020 , appointment date: (B)(6) 2020, expect/actual vol.: 1.9/na, but not over measurement accuracy range. Date of refill: (B)(6) 2020, reservoir volume: 40 ml, dose: 9.788 mg/day, low reservoir alarm date: (B)(4) 2021, appointment date: (B)(6)2021 , expect/actual vol.: 2.9/6.2 ml, date of refill: (B)(6) 2021, reservoir volume: 40 ml, dose: 9.788 mg/day, low reservoir alarm date: (B)(6) 2021, appointment date: (B)(6) 2021, expect/actual vol.: 2.0/10.0 ml.  It was further reported that the patient said that they felt like it was getting worse but could not clarify timing how long that they felt more pain. It was indicated that the hcp always processes properly. Guidance from the manufacturer technical services was requested on behalf of the hcp. Technical services suggested to evaluate for possible cause (including programming, checking pump logs, and asking the patient about any falls/trauma/new activity), consider performing diagnostics/troubleshooting such as cap (catheter access port) aspiration, catheter dye study and/or imaging, as well as to consider surgical exploration or revision/replacement if medically appropriate. Technical services also reviewed to consider if the volume discrepancy continues at future refills or if it was a one-time event. This guidance and these considerations were communicated to the hcp by a manufacturer representative. It was reported that the hcp decided to continue to refill the pump properly/as usual with the same dose and monitor the signs and pain symptoms of the patient until the next appointment, taking the guidance from technical services into consideration. The next appointment date was (B)(6) 2021. It was indicated that there were no external/environmental/patient factors that may have caused or contributed to the event. No further patient complications were reported.